Event description:
It was reported that a device fracture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got kinked when inserted into the guiding catheter, around 10cm from the tip. However, when it was tried to be fixed, it got broken. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported post procedure.